Event description:
User rec'd high sodium and bicarbonate pt results which are lower when repeated. User said this is very random and has affected 5 pt samples. The following 3 pt examples provided were discrepant. Sample type is plasma drawn in lithium heparin sample tubes and centrifuged at 3000 rpm for 5 minutes. Sample 1, initial sodium gave 147 mmol per l. A delta check was applied to this result and the sample was auto rerun by the analyzer giving 134 mmol per l. Sample 2, initial bicarbonate result gave 35 mmol per l. A delta check was applied to this result. Sample was repeated giving 27 mmol per l. Sample 3, initial bicarbonate result gave 38 mmol per l. A delta check was applied to this result. Sample was repeated giving 26 mmol per l. User said they are not having problems with any other assays. The samples were rerun and the rerun results were reported out. No pts were adversely affected.

Manufacturer narrative:
The field service rep found the sample probe misaligned and adjusted the sample probe, bleached sample probe line, checked rinse mechanism, checked reagent probes, and ran a precision check. All were ok. To verify analyzer performance, instrument testing, including calibration and quality control, were performed and within spec.